Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.5 cm in diameter x 4.7 cm in length abdominal aortic aneurysm. Vessel morphology was reported as there was moderate aorta neck angulation, 65 degree in the proximal part of the aortic neck just before the aortic neck changed to 26 mm in diameter. The aortic neck was conical in shape, starting at 21 mm in diameter and changing to 26 mm in diameter after first 5-7 mm. The aortic neck was 2.5 cm in length. It was reported that the stent graft was implanted approximately 3-4 mm below the right renal artery, inaccurately implanted. The final angiogram revealed that there was an unknown endoleak. The physician elected to model the stent graft with a balloon however, the unknown endoleak did not resolve. The patient was given 10,000 units of heparin. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine. Review of returned films pre-implant show that the neck was angulated, conical, and calcified. The aaa size was 5.5cm maximum. Images during the implant were not provided. The cause of the events could not be determined. It is possible that the angulated and conical neck may have contributed.

Manufacturer narrative:
(B)(4). Methods: films. Results: endoleak. Anatomy related; angulated and conical aortic neck. Conclusion: anatomy related; angulated and conical aortic neck.